Event description:
Abbott diabetes care (adc) was notified on may 29, 2026, that a customer received unspecified low sensor values from their adc sensor. It is unknown whether the customer noted a trend arrow on the device. A nurse reported that the customer received a low sensor reading and reported to the emergency room unconscious with severe ketoacidosis. Upon arriving, fingerstick results were taken on an unknown meter of "over 1,000 mg/dl". The customer was hospitalized and intubated and, reportedly, passed away in the ward on (B)(6) 2026 with allegations of organ failure. No autopsy report or death certificate has been provided at this time.given the information presented at this time, it is inconclusive that the adc device has led to or contributed to the reported death.a follow-up report will be sent if adc obtains any additional information regarding this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. An extended manufacturing investigation has been performed for the reported complaint. No non-conformances were raised during manufacture. Sensor lot 0000056798 met specifications and was approved and released on 28 jul 25. It was confirmed the units were manufactured following the validated parameters and the quality inspections and testing were successful. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction as section h11 (additional MFR narrative) is follow-up #1 deemed invalid. Correction has been made here.

Event description:
Abbott diabetes care (adc) was notified on may 29, 2026, that a customer received unspecified low sensor values from their adc sensor. It is unknown whether the customer noted a trend arrow on the device. A nurse reported that the customer received a low sensor reading and reported to the emergency room unconscious with severe ketoacidosis. Upon arriving, fingerstick results were taken on an unknown meter of "over 1,000 mg/dl". The customer was hospitalized and intubated and, reportedly, passed away in the ward on may 27, 2026 with allegations of organ failure. No autopsy report or death certificate has been provided at this time. Given the information presented at this time, it is inconclusive that the adc device has led to or contributed to the reported death. A follow-up report will be sent if adc obtains any additional information regarding this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.the device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release.the observed unplanned maintenance that occurred during manufacturing had no product impact. For the maintenance performed, processing would not continue unless corrected. No manufacturing or material changes took place during manufacturing of this lot. No non-conformances were raised during manufacture. Sensor lot 0000056798 met specifications and was approved and released 28 jul 25.an extended manufacturing investigation has been performed for the reported complaint. No non-conformances were raised during manufacture. Sensor lot 0000056798 met specifications and was approved and released on 28 jul 25. It was confirmed the units were manufactured following the validated parameters and the quality inspections and testing were successful. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse.all complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio.if product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation.all pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) was notified on may 29, 2026, that a customer received unspecified low sensor values from their adc sensor. It is unknown whether the customer noted a trend arrow on the device. A nurse reported that the customer received a low sensor reading and reported to the emergency room unconscious with severe ketoacidosis. Upon arriving, fingerstick results were taken on an unknown meter of "over 1,000 mg/dl". The customer was hospitalized and intubated and, reportedly, passed away in the ward on (B)(6), 2026 with allegations of organ failure. No autopsy report or death certificate has been provided at this time. Given the information presented at this time, it is inconclusive that the adc device has led to or contributed to the reported death. A follow-up report will be sent if adc obtains any additional information regarding this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.